Event description:
The plaintiff's attorney alleges that the pt experienced cardiovascular event on or about (B)(6) 2007 and (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs 1225714-2014-05376, 1225714-2014-05377, 2937457-2014-01354, 1225714-2014-05378 and 1225714-2014-05379.